Manufacturer narrative:
Section d catalog number was corrected. Placement signal issue: the cause of the placement signal issue was not determined due to no product or data logs returned for investigation. Arrhythmia/bradycardia/hemodynamic instability: the cause of the injuries was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem, this was previously omitted in error. Additional information: the following information was obtained: the device will not be returned.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 78-year-old female with right ventricular failure secondary to in-stent restenosis of a right coronary artery stent underwent placement of an impella rp flex via the right femoral vein. At the time of insertion, the patient was in cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage e and had a known history of coronary artery disease. After two days of support, the patient was taken to the operating room for removal of impella rp flex pump 1 due to significant bleeding. A decision was made to place a new impella rp flex (pump 2) via the right internal jugular (rij) vein. Upon insertion and device initiation of pump 2, console messages indicating ¿placement signal not reliable¿ and ¿flow calculation disabled¿ were observed. The issue was addressed, and the patient remained on support. Two days later, while being repositioned, the patient acutely decompensated. The patient developed arrhythmia with heart rate decreasing into the 20s. Following discussion, the family elected to withdraw care, and the patient subsequently expired. The bleeding complication associated with impella rp flex pump 1 is being reported as a serious injury. The impella rp flex pump 2 will be conservatively reported as death. The patient experienced an arrhythmic event followed by bradycardia while the patient was being repositioned. The patient¿s underlying condition contributed most to the demise outcome (cardiogenic shock scai stage e secondary to right ventricular failure from in-stent restenosis of the right coronary artery in the setting of underlying coronary artery disease). Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: inserted hemodynamic instability (e2343) and bradycardia (e060104). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data logs not available. Regarding the arrhythmia the patient decompensated and had arrhythmia and drop in hr. The root cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue alarm reported at case start with flow calculation disabled. No product or logs returned. The cause of the placement signal issue was not determined due to no product or data logs returned for investigation. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Revised section g PMA as it was entered incorrectly on the initial report that was submitted.

Event description:
The complainant reported that a patient was escalated to another impella rp flex device for continued mechanical circulatory support. Upon insertion/device start of the 2nd impela rp flex it was reported that there was a ¿placement signal not reliable¿ and ¿flow calculation disabled¿. It was also reported that the patient decompensated yesterday while being positioned, she had arrhythmia and heart rate dropped to 20¿s. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.